Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery test, occlusion, self test, and unexpected restart error tests. No prime/fill anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had a prime anomaly. The insulin pump emptied the reservoir while priming. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.